Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, infusion pump was alarming no disposable detected. It was reported the end user was infusing veletri and about 12 hours into the infusion the pump alarmed. Per reporter the end user was able to prepare another cassette to eliminate the alarming as troubleshooting was unsuccessful for the affected cassette. It was reported the patient fell, however no injury observed, fatigue, shortness of breath, leg pain and coldness.